Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a lead revision, patient was recovering in the cardiovascular care unit (cvcu) recovery room when she became bradycardic and asystolic and code blue was called. CPR and resuscitation were performed and the patient recovered spontaneously. Low blood pressure was noted. An echocardiogram was performed and revealed a moderate pericardial effusion. A pericardiocentesis was performed and the patient was transferred to the coronary care unit (ccu) for close monitoring. Blood tests indicated severe respiratory acidosis which could have led to hypercapnic respiratory arrest followed by bradycardia and asystole and lack of capture of the rv lead. Patient was not pacemaker dependent and was in normal sinus rhythm before the cardiac arrest. Patient never regained consciousness and no longer responded to pain stimuli and started having seizures. An eeg and CT scan were performed. Eeg revealed only seizure activity that the patient had developed and was treated with medication. It was later noted that the patient prognosis was very poor and was not expected to recover any brain function. By family decision, the patient was extubated. The patient became bradycardic and went into asystole and expired on (B)(6)2016. The patient expired secondary to severe anoxic encephalopathy which is believed to be the indirect cause of death.